Event description:
The pt received his scs system consisting of an ipg and two percutaneous leads on (B)(6) 2009. It was reported that the patient went through a scanner at the airport with the stimulation on. As a result, he lost stimulation. It was reported that the programmer was not operating correctly and showed that the ipg was almost depleted. The pt stated, he had charged before he left for the airport. Replacement external devices were sent to the pt. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history record review identified a nonconformance at the component level. The component was reworked and released. It cannot be determined if this nonconformity is related to the device malfunction identified. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.